Event description:
It was reported that episodes of automatic mode switch (ams) due to noise were noted on a remote transmission. The right atrial (ra) lead will be monitored. There were no adverse health consequences, the patient was stable.